Event description:
It was reported that while treating a hairy male pt on a cardiac arrest event with the bc ambulance device, it failed to detect the pt connection and gave the "connect electrodes" message. The user changed the electrodes, power cycled the device but the "connect electrodes" message persisted. The user connected a second langley fire lifepak 500 defibrillator with the second set of electrodes and observed the same problem. A third set of electrodes with the langley fire defibrillator was able to successfully detect the pt connection and provide two shocks before subsequent analysis during the remainder of the call indicated "no shock advised". The customer used unexpired electrodes that were sealed prior to use. There were no delays in CPR administration. The ECG rhythm analysis and defibrillation were delayed for approximately 12 minutes. The health professional at the scene indicated that the device use/electrodes issue had no adverse effects on the pt. The eventual pt outcome is unk. There were no further details on the event and/or the pt provided.

Manufacturer narrative:
(B)(4). Review of the event record downloads from the two devices verified the reported problem; the first device (bc ambulance) showed multiple high impedance "leads off" events and "connect electrodes" message while the second device (langley fire) initially showed a "leads off" event until it detected the pt connection and provided treatment. Physio-control's initial inspection found the two sets of electrodes covered in hair indicating possible inadequate skin preparation prior to use. However, the two electrodes in question were discarded inadvertently prior to further analysis at the (B)(4) facility. Hence, a conclusive cause of the reported event was not determined.